Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was returned for failure analysis with the reported problem was not confirmed using system logs. A visual inspection did not reveal any issues related to the reported event. Functional testing was performed using system and the unit powered on and successfully cauterized across all ports and instruments without an issue. The unit was found to have deep scratches and chipped paint on the cover/housing, as well as additional scratches on the bezel. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors on the integrated electrosurgical unit (iesu) or erbe generator pointing to the grounding pad. The customer replaced the erbe generator to continue the case. The procedure was completed with no reported injury.